Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, a wire was hanging out of the forceps at around the pull wire area. The pull wires were still attached on each side of the forceps and it would open and close but the needle/spike seemed to be dangling. This was noted while the device was outside the patient. The procedure was completed with another radial jaw 4 single use biopsy forceps jumbo capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent and protruding out of the clevis. Additionally, no abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open and close normally considering the needle washer tail. Measurements were taken of the pull wire curves and it was determined that one was out of specification and may have caused the bending of the needle tail. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. Since there are controls in the manufacturing process that verify product integrity, the specific cause of the failure cannot be identified. Therefore the most probable root cause is undeterminable, however, an investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2011.according to the complainant, during the procedure, a wire was hanging out of the forceps at around the pull wire area. The pull wires were still attached on each side of the forceps and it would open and close but the needle/spike seemed to be dangling. This was noted while the device was outside the patient. The procedure was completed with another radial jaw 4 single use biopsy forceps jumbo capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.